Event description:
Customer reported an unexpected negative reaction with the 2_cell screen on the galileo. The customer ran a patient sample and the screen was negative. One unit of plasma was transfused; there were no adverse reactions as a results of receiving the plasma. The patient went to another facility and a sample was drawn; the 2_cell screen was positive.

Manufacturer narrative:
Reactivity of the k antigen was confirmed on retention capture-r ready screen, lot x224, used by the customer on galileo. The customer did not return product or sample for investigation. Itis not possible to rule out the sample as a cause of the event.